Event description:
It was reported the patient had an MRI test performed and the healthcare professional (hcp) was informed on september 4th at 8 o'clock that the pump did not "auto-reset" after the MRI. The hcp was then informed the following day at 12 o'clock that the pump did "auto-reset". The patient complained of stiffness becoming "more intense" and was noted to have recovered. The pump was used to deliver gabalon.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j12548r14, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0206996705, product type: catheter. Catheter lot number has been updated.

Event description:
Additional information received reported a corrected device serial number.